Event description:
It was reported that the patient had ineffective stimulation due to impedances. Surgical intervention was undertaken on (B)(6) 2022 where the ipg was replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section g3-the date received by manufacturer should have been 01/10/2023, ref: MDR-2022-47967-01.

Manufacturer narrative:
The reported observation of the ¿low (zero) and high impedance¿ was not confirmed. The root cause was not ascertained. It¿s unknown when the setscrew for lead port 9-16 became disengaged with its corresponding terminal block. There was no information in the epiq communication hub regarding the inability to engage the ipg setscrews. The lead system was not returned with the device.